Event description:
It was later reported via clinic notes that the date of explant was actually on (B)(6) 2019.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had their generator explanted over 6 months post-implant due to infection. The patient was also put on antibiotics. The manufacturer's device history records were reviewed; sterility of the lead and generator prior to release were verified. No further relevant information has been received to date.

Event description:
The physician reported that the date of onset of the infection was (B)(6) 2019 and that the cause of the infection was surgery. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental 1 report inadvertently indicated that (B)(6) 2019 was the date of onset of the infection instead of (B)(6) 2019.

Event description:
The physician reported that the date of onset of the infection was (B)(6) /2019.